Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, the filter had 2 detached arms (not returned), 1 leg hook missing (not returned) and 2 legs were twisted together. The missing arms fractured at the proximal end of the sleeve. The missing hook broke at the bend. The remaining 4 arms were intact. The six legs were intact with one missing the hook as mentioned earlier. Heat was applied to the filter. The filter took shape. All measurements that could be taken were within specification. The breaks appeared to be fatigue fractures. The result of the investigation was confirmed for detachment of component, root cause unk. The info for use (IFU) for this device states: potential complications: possible complications include, but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that a filter that was implanted 2 1/2 yrs ago, had 2 arms of the filter detach. One detached component was embedded in the ivc and the other one was found in the pt's left pulmonary artery. The physician was aware of the detached component in the ivc, prior to the scheduled removal. The other arm that had detached was discovered after the filter was removed, and it was noted that another arm was missing. A CT scan was done on the pt and the location of the other detached component was found. The detached components remain in the pt and currently there are no plans to remove them. The pt remains asymptomatic at this time. It is unk if the pt had any interventions performed after the filter was implanted, as it was implanted for spontaneous dvts in a different city by another physician.